Event description:
During a coronary artery drug eluting stenting treatment procedure the stent dislodged from the balloon. When the physician was attempting to deploy a 2.5x16mm taxus express2 drug eluting stent in the left anterior descending (lad) coronary artery the stent dislodged from the balloon. The physician successfully snared and removed the stent.